Event description:
It was reported that the device did not have an "identity note" and was pacing in vvi65 mode. A device interrogation indicated an elective replacement indicator (eri) lock-up had occurred; the device was reprogrammed to ddd and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. It was noted a false elective replacement indicator (eri) triggered on 2015 (B)(6) due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.